Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found the smoke was due to burn ballast on the top of the device's fluorescent lights. A filed service technician replaced the top alternating current control panel to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system frozen and produced a smoke where the fire department had come to extinguish the smoke. Customer confirmed that there was no patient involvement and harm nor the user had physical injury. During device inspection, a field service engineer smelt burning in the room and found the burn mark was around the ballast. The device was not located in a pharmacy and was not situated near to any flammable materials. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-jul-2022 to 20- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a smoke due to the burn ballast on the top of the device's fluorescent lights and found a burn mark was around the ballast top of the device's fluorescent lights. The device was not located in a pharmacy and was not situated near to any flammable materials. A field service engineer replaced the top alternating current control panel to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis ciisafe system unexpectedly stopped responding and produced a smoke where the fire department had come to extinguish the smoke. Customer confirmed that there was no patient involvement and harm, nor the user had physical injury. The required medication being accessed for the ciisafe was narcotics and it delayed the procedure. The customer added this malfunction caused a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.